Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a normal device changeout, pacing inhibition was observed on this right ventricular (rv) lead when it was connected to the new device. This prompted the physician to check the lead and insulation damage was noted. There was no issue with the rv lead prior to the device replacement. It was possible the insulation damage occurred while pulling the lead pin out of the old device header. The decision was made to surgically abandon this rv lead and implant a new rv lead. No adverse patient effects were reported.